Event description:
As reported by the user facility: ref # (B)(4), serial # (B)(4), occurred on (B)(6) 2013. Reports under infusion. Infusing paclataxol 330 mls in bag, rate set 97 mls per hour, nurse checked infusion at 3 hour mark and noted greater than 100 mls left in the bag. No alarms or other issues during infusion. Completed infusion, but took longer than ordered. Customer returning pump, set not saved. (B)(4).